Manufacturer narrative:
(B)(4).

Event description:
It was reported that: patient's PICC was noted to be leaking under end of distal lumen while being flushed. Several different needless connectors were changed to check if it was the needless connector however it continued to leak and it was determined it must be coming from the PICC. PICC was removed and replaced without incident. The catheter had been in place for 87 days, inserted on (B)(6) 2022. No pateint harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC for investigation. Signs of use in the form of biological material were observed on the extension lines. Visual inspection revealed the distal line contained a hole directly adjacent to the luer hub. The remainder of the extension line was secured inside the luer hub. Per request of manufacturing, the extension line was severed towards the luer hub, and the luer hub was cross sectioned. No obvious defects or anomalies were identified. The catheter body length measured 20", which is within the specifications of 19 1/2" - 20" per the catheter product drawing. The distal extension line outer diameter measured 0.0960", (B)(4). The distal extension line inner diameter measured 0.057", (B)(4). This indicates that the wall thickness measured within specifications. The IFU provided with this kit instructs the user , "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Water leaked out of the hole in the distal extension line when flushed. A manual tug test confirmed both the distal and proximal extension lines were secure to their luer hub. A device history record review was performed, and a potentially relevant finding was identified. After further review, it was determined that the finding is not relevant to the investigation. The IFU provided with this kit informs the user, "or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The complaint of an extension line leak was confirmed through a complaint investigation on the returned sample. A hole was found in the distal extension line adjacent to their luer hubs. The returned sample passed all relevant dimensional requirements. The type of damage observed is consistent with a manufacturing issue in the PICC lines, therefore, the probable root cause is manufacturing related. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that:"patient's PICC was noted to be leaking under end of distal lumen while being flushed. Several different needless connectors were changed to check if it was the needless connector however it continued to leak and it was determined it must be coming from the PICC. PICC was removed and replaced without incident." The catheter had been in place for 87 days, inserted on (B)(4) 2022. No pateint harm was reported. The patient's condition is reported as fine.